Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: eval result code is also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) clarified the fracture that occurred was in reference to a tear in the transition tube. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, ubd: 25-aug-2014, UDI#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of gablofen at 100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2019, it was reported that the patient had experienced some signs of withdrawal around the first of the year. The patient's managing healthcare provider (hcp) performed a side port aspiration and it flowed freely. It was reported that there were no known environmental/external/ patient factor that might have led or contributed to the issue. The pump and pump segment of the catheter were replaced on (B)(6) 2018. It was reported that the catheter was fractured at the pump site. The patient's catheter and pump would be sent back to the manufacturer for analysis. Therapy was confirmed to have been restored. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported or anticipated.